Manufacturer narrative:
After further review MFR#: 2916837-2021-00077 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported when using the bd lsrfortessa¿ so there was waste leakage without bleach not contained (outside the instrument). There was no pressurized spray, this waste line is separate from the machines main waste system and does not tie in directly." The waste line leak was not contained in the instrument and was in a customer accessible location outside of the fortessa. Customer was not exposed to blood/bodily fluids. There was no physical harm to the customer as a result of the leak. On 2021-02-15 additional information received: hts waste line came off, customer would like someone to come out and replace it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd lsrfortessa¿ so there was waste leakage without bleach not contained (outside the instrument). There was no pressurized spray, this waste line is separate from the machines main waste system and does not tie in directly." The waste line leak was not contained in the instrument and was in a customer accessible location outside of the fortessa. Customer was not exposed to blood/bodily fluids. There was no physical harm to the customer as a result of the leak. 2021-02-15 additional information received: hts waste line came off, customer would like someone to come out and replace it.